Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. This complaint was determined to not be a reportable event after the MDR was submitted. The silicone was noted to be within specification. It was reported there was a visible film inside the syringe. To support our investigation, two samples from the reported lot were provided to our quality team for evaluation. Upon visual inspection, evidence of silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper over the shelf life of the device. The silicone employed in this product is a non-toxic, medical grade silicone authorized for product use. Iso standard 7886-1 requires a biocompatible lubricant to be added and defines an allowable amount, which bd strictly adheres to. We continuously monitor silicone levels throughout our manufacturing process and apply rigorous quality controls to ensure compliance with both regulatory requirements and our own high-quality standards. A review of silicone content testing for lot 2507080 confirmed that all values were within established limits. The returned samples underwent the same testing and confirmed the silicone was within the required limits. A comprehensive device history review was completed for reported lot 2507080. No deviations or nonconformances were identified during manufacturing that could have contributed to the reported observation. Multiple visual and functional inspections are performed throughout production, and no issues related to this condition were detected. In addition, six retained samples were evaluated. No visible silicone deposits were found, and silicone content testing confirmed that the samples met all required specifications. The syringes are individually packaged and sterilized using ethylene oxide (eto), this process does not alter silicone appearance or cause silicone to pool within the barrel. Based on the sample evaluation, retained sample analysis, and device history review, bd did not observe any manufacturing issue with the product or lot reported. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
As per the investigation findings, a review of silicone content testing for lot 2507080 and the returned samples confirmed that all values were within established limits.

Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: it was reported that visible film over the inside of the syringe and the silicone-free stopper when did the incident occur? Before use. There are currently an increasing number of cases in which syringes have to be discarded due to doubts about their usually very high quality, as they sometimes contain more silicone oil than usual on the plunger. This results in a clearly visible film on the inside of the syringe and the silicone-free stopper. I am aware that the 3-part syringe contains a special silicone lubricant, which is supposed to ensure smooth and even movement of the plunger. However, we are unsure whether this is a quality defect (too much lubricant) or whether it is ¿harmless¿ and part of the syringe's appearance due to the production process. Appearance of the syringe.